Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information to date after calls to customer 01/23/23 and 01/27/23. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The filter board was replaced to resolve the issue.